Event description:
Pt complains of aches and pains, breast hardness, itching, redness and swelling of skin, enlarged lymph nodes, rashes, infections, lupus-like symptoms, multiple sclerosis, and fibromyalgia.